Event description:
A customer reported experiencing ongoing intermittent occlusion alarm with their insulin pump, which led to recurring issues. There was no adverse impact to the customers blood glucose level. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.